Manufacturer narrative:
(B)(4). Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of cellulitis, redness, swelling, pain, tenderness, allergy, and skin infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: contra-indications: "juvéderm® voluma¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.). Precautions for use: as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. There is no available clinical data concerning the tolerance of juvéderm® voluma¿ with lidocaine injection in patients presenting a history of severe and/or multiple allergies. The medical practitioner shall therefore decide on the indication on a case-by-case basis, according to the nature of the allergy, and shall also ensure the specific monitoring of these at-risk patients. In particular, the decision may be taken to propose a skin testing for hypersensitivity or suitable preventive treatment prior to any injection. In case of history of anaphylactic shock, it is recommended not to inject the product. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the cheeks (ck1, 2, and 3) with 2mls of juvéderm® voluma¿ with lidocaine. Prior to injection, patient was pretreated with chlorhexidine and lmx cream. Three weeks later, patient ¿had a course of antibiotics for a lump¿ under their right eye which ¿wasn¿t unusual¿ because patient has had ¿various problems with eczema and sensitivities.¿ patient¿s general practitioner notes the lump is not related to the filler. Over the next two weeks things deteriorated and patient developed ¿the same problem¿ under their left eye which the doctors thought was cellulitis. Patient also developed redness, swelling, and pain/tenderness to the cheeks. The physician questions if it is an allergy. Patient was admitted overnight to a hospital and was prescribed oral antibiotics and oral prednisolone for 7 days. Additionally, hyalase was injected to treated areas. The medical staff think it¿s ¿maybe related to an insect bite or skin infection¿ and have not mentioned the fact that it could be related to the patient¿s fillers. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Additional information: symptoms resolved approximately one month after injection.